Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen is non-responsive. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - resolution and disposition: the fse replaced the touch screen to address the reported problem.